Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup operation with high voltage therapies disabled. The ICD was explanted and replaced. The patient was stable throughout.